Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's legs, feet, and ankles are swollen and isn't sure if it is due to their bladder/kidneys. Patient noticed decreased voiding since procedure on (B)(6) 2017. Patient is also dizzy upon standing. No device issue and no further patient complications have been reported as a result of this event. Additional information was received from the patient. Patient mentioned being swollen, retaining water, and feeling weaker. Patient doesn't feel stimulation and was advised to speak with their doctor. Additional information was received from the patient. Patient added being swollen in their hands, increased frequency, and pain on left side. Patient admitted to taking pain medication and their leads were switched. Additional information was received from the patient. Patient mentioned retaining fluids, but is unsure from what. Patient was advised to speak with their doctor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.